Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display lens was broken. Analysis also found that the upper/lower cases, and one side bail cover were broken. The ring cover and lead flex cover were contaminated. The battery flex and heart lead flex were damaged.

Event description:
It was reported the front cover is damaged. The device was returned for preventative maintenance and repair. It subsequently tested out of specification during the manufacturer's analysis.